Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer fell on black ice and the insulin pump hit the ground a few times. Customer continued to use the insulin pump and his blood glucose readings kept going up. The drive support cap was noted to be normal. The self test was also performed and the insulin pump did not pass. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.